Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 171 (mg/dl) with small ketones. The customer stated this bg value is elevated and the customer believes the pump is not delivering all the insulin. Reportedly, the customer had not consumed food due to being nervous about the elevated bg level. A partial pump system check was performed and no device issue was identified. The customer declined to remove and inspect the infusion set site. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.